Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal piece that connects the brush is gone¿the head just came off- oral-b power toothbrush [device breakage. Case narrative: consumer's relative/friend via phone stated that metal piece that connects the brush is gone and the head just came off. No injury was reported.

Manufacturer narrative:
19-08-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal piece that connects the brush is gone¿the head just came off- oral-b power toothbrush [device breakage] . Case narrative: consumer's relative/friend via phone stated that metal piece that connects the brush is gone and the head just came off. No injury was reported. Follow up: complained product received - user handling was identified as root cause for the complaint.